Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the field systems engineer discovered that a damaged mobile view station (mvs) umbilical cable was the caused of the reported event. Replacement of the cable resolved the issue. No further issues required. Replaced cable was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a spinal fusion procedure, they were only able to take 2d and not 3d spins on the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.